Event description:
It was reported that a 4cm piece of the coaxial needle broke off in the patient's liver during a biopsy. The max-core instrument was dry fired (fired in the air) before use. Three core samples were taken before breakage of the coaxial needle occurred. Tissue density is reported as "normal". A CT was done and after consulting with a surgeon, it was decided that the broken piece will remain in patient. Patient reported to be fine.